Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a compact plus meter, compared to a hospital meter, within 10 minutes: 9.4 mmol/l on compact plus meter and 5.0 mmol/l on the hospital meter. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.